Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle bent on lot # 0062051. Investigation summary: customer returned (5) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 0062051. Customer states that the needle was bent. All returned syringes were examined and one exhibited a slightly bent cannula. A review of the device history record was completed for batch # 0062051 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause is user related. The cannula bent during use of the product by the customer. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 5 syringe 0.3ml 29ga 1/2in 7bag 420cas jp had scale marking issues during use. The following was reported by the initial reporter: "the customer reported about five syringes for which the scale was misaligned. (B)(4) 2021/2/18. A customer's memo said that 2 issues have occurred. The scale was misaligned. The needle was bent. Bdj added row#2 for " needle bent".